Event description:
During coil embolization within the intracranial aneurysm, resistance was felt during attempt to advance the coil into the aneurysm. Upon attempt to withdraw the coil, it moved back into the microcatheter. The coil was retreived from the microcatheter and was noted to be elongated/stretched and not detached. There was no report of pt injury.